Event description:
On 3rd march 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a sulcoflex multifocal 653f. The event description provided states that post-operatively, the onset of iol opaciifcation was observed leading to a decline in patient visual acuity. The patient underwent an additional surgery and the lens was explanted. Note: sulcoflex iols are not available in the us; however, as they are manufactured from the same material (hydrophilic acrylic) as lenses available on the market in the us, the event is being reported.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively, the onset of iol opaciifcation was observed leading to a decline in patient visual acuity. The patient underwent an additional surgery and the lens was explanted. "Precipitates", "reduced vision" and "iol replacement or extraction" are listed in the "adverse events" section of the sulcoflex IFU. The explanted lens was retained and returned to rayner for analysis. Light microscopy and vhx light micropscopy suggest that the lens is calcified. Alizarin red staining also identified numerous nodules, indicative of calcification. Our review of production records for the sulcoflex multifocal 653f iol batch 054e59203 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the sulcoflex multifocal 653f iol batch 054e59203. While analysis confirms calcification of the iol, the cause of the onset of calcification cannot be established from the information and evidence available.